Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was environmental bacteria. The patient was rushed to the hospital two days after onset of symptoms and was hospitalized for the event. Treatment was not reported. Four days after hospitalization, the patient was discharged from the hospital. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.